Event description:
Experienced recurring infections at femoral hernia surgical site from an ultra pro mesh implant. I had surgery to remove an abscess in (B)(6) 2013, that was the (B)(6) infection issue. The mesh was implanted in (B)(6) 2009. Infections reappeared beginning (B)(6) 2015 and recurred through (B)(6). I was on antibiotics 5 or 6 times. Surgery was done on (B)(6), part of the ultra pro mesh was removed then.